Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings: during investigation, a review of the black box showed the last basal delivery was on 04/17/2014. There was no activity outside of normal use observed. The total daily dose calculated correctly and equaled the user¿s basal target. During testing, the pump reflected 24u after a 24 hour on 1u/hr basal program. Boluses were performed and recorded in the bolus history accurately. No basal rate change or warnings or alarms occurred during the investigation. The device performed within specification. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.